Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had cracks around the display window. The customer stated there were many scratches and that the display was worn. The customer further mentioned that the slot for the belt clip was broken. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. No damage to belt clip slot noted.